Event description:
Customer stated the code displayed on the device is different than the number printed on the code key. No controls were in use. A request was made for the return for the suspect device and replacement product was sent.